Manufacturer narrative:
Concentrated architect wash buffer 6c54-58 (unknown lot in use by the customer when the patient results issue was observed) was removed, a new one made up and the system flushed 5 times, after which the issue was resolved. The ticket text documents that the likely cause is buffer contamination due to a customer preparation error but with no specific detail available as to the nature of the error. There is no adverse trend for the product and the complaint trending report review determined that complaint activity was normal for the issue. Based on all available information and the investigation findings, the assay performed as intended and no product deficiency was identified. There is no malfunction as there is evidence to support that the customer incorrectly prepared the wash buffer (use error). The architect operations manual, section 5 - operation information - consumable inventory management, contains clear instructions for preparation of the wash buffer for isystem.

Event description:
The customer stated that a physician questioned (B)(6) results for two patients known to be (B)(6). Qc was run on the architect i2000sr analyzer and was (B)(6) for all levels for multiple assays. It was determined that the likely cause of the issue was incorrectly prepared wash buffer installed on the architect i2000sr analyzer. The issue was resolved after the customer emptied the wash buffer that was installed on the analyzer, rinsed everything off and prepared new wash buffer. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).